Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d4, d8, e4, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water tube has foreign objects. A root cause could not be identified. A review of the device history record is not applicable at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope had a foreign body stuck inside (of the seeds ingested by the patient). The instrument is dirty, it was not possible to complete the instrument cleaning. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a foreign body stuck inside (of the seeds ingested by the patient). The instrument is dirty, it was not possible to complete the instrument cleaning. The event occurred during reprocessing. There were no reports of patient involvement.